Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported to that the equipment made a noise, and an "x" lit for the rfu (ready for use) lamp. There was no reported patient involvement or adverse patient impact.

Manufacturer narrative:
Philips fse could not confirm the problem, so no resolution is warranted. However, the processor pca and therapy pca were replaced preventively. One processor pca and one therapy pca were returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with the processor board nor with the therapy pca.

Event description:
The customer reported to that the equipment made a noise, and an "x" lit for the rfu (ready for use) lamp. Further information was provided that the noise was the beeping that is associated with the rfu function. There was no reported adverse patient impact.